Event description:
Healthcare professional reports five incidents of blood leaks with the af 220 dialyzer. Two incidents occurred in 1/01 and three incidents occurred the following day. All of the incidents occurred with the same lot number. Two of the incidents were noted at the start of treatments, and the other three incidents occurred during patient treatments. One blood leak incident was noted visually in the dialysate, while the other four were noted with leak alarms. All five incidents tested positive on hemastix. Blood was not returned to any of the patients, with an estimated blood loss of 150cc per patient. Treatments were resumed with new disposables without further incident. No patient injuries or medical intervention reported.